Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 107 mg/dl. The customer was attempting to give a bolus for food and keypad became unresponsive. The customer tried to take battery out and when she did number start scrolling. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.